Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on the image and leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the inspection identified image issues as well as noise on the image due to a faulty charge coupled device. And for the leakage is due to a puncture on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the picture on the screen that did't project around image or square with the corners cut. This issue was found during set up / inspection for use. There were no reports of patient involvement.